Manufacturer narrative:
This report will be updated when investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
As per the (B)(6), allegedly a cup was revised for a bone fracture. Specific details about the part number, lot number, patient, and revision were not reported.